Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2021 for a post operation follow up on the implantable cardioverter defibrillator. Upon examination, the device was found with episodes of non-sustained right ventricular oversensing from (B)(6) 2021. The oversensed signals appeared to be either myopotential signals or far-field p waves. Programming changes were recommended. However, since this was a newly implanted device, the clinician decided to continue to monitor and to not make any changes at this time. No patient symptoms were reported.